Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that a cartridge leaked. Cartridge changes were performed to address the issues. Customer's blood glucose level was 265 mg/dl.